Event description:
It was reported that the depuy acromed screw was found to be backing out postoperatively. A second procedure was performed to remove the screw. There was no pt injury reported as a result of this situation. As surgical intervention occurred a medwatch 3500a is being filed to document the event.